Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 tricuspid regurgitation (tr) for a triclip procedure. During the procedure a triclip was attempted to be placed on the anterior/septal leaflets. Initial grasping location caused the tr to increase, troubleshooting was preformed and a new grasping location was selected with the same result. While repositioning the clip a second time the triclip became caught on the septal leaflet. Troubleshooting was preformed and the clip was successfully removed from the leaflet. It was identified that a septal chordae was torn. The procedure was aborted. While retracting the clip into the sgc, the clip became entangled within the chiari network. Troubleshooting was preformed and the clip was successfully retracted into the sgc and removed from the patient. The procedure was discontinued without implanting any clips, the final tr remained at grade 5. On (B)(6) 2026, the patient was referred to the cardiac surgery team for a tricuspid valve replacement.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and based on the information provided, a cause for the reported difficult to remove from the anatomy resulting in the reported tissue injury cannot be determined. Tissue damage/injury is listed as a known possible complication associated with triclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 tricuspid regurgitation (tr) for a triclip procedure. During the procedure a triclip was attempted to be placed on the anterior/septal leaflets. Initial grasping location caused the tr to increase, troubleshooting was preformed and a new grasping location was selected with the same result. While repositioning the clip a second time the triclip became caught on the septal leaflet. Troubleshooting was preformed and the clip was successfully removed from the leaflet. It was identified that a septal chordae was torn. The procedure was aborted. While retracting the clip into the sgc, the clip became entangled within the chiari network. Troubleshooting was preformed and the clip was successfully retracted into the sgc and removed from the patient. The procedure was discontinued without implanting any clips, the final tr remained at grade 5. On (B)(6) 2026, the patient was referred to the cardiac surgery team for a tricuspid valve replacement.